Manufacturer narrative:
Add'l lot#: 234528. Per issue, pt was given different painkillers after surgery. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." According to the pt, she was admitted to the hosp on (B)(6) 2011 and had surgery on (B)(6) 2011. While she was at the hosp, she was given lovenox injections. Lovenox is a class of antithrombotic agents as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for pts on heparin therapy." Customer was also using the same finger for repeat tests. Re-sticking the same site may have caused pre-analytical errors in finger stick. No data calculation was performed because the time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. (B)(4). Action threshold has reached. Since strip lot released, 10 in-house therapeutic sample tests (63 strips) and 3 in-house non-therapeutic sample tests (9 strips) were performed for retain and returned strips. Customer's observation has not been reproduced in in-house test. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. Product outer lot# (234528) provided by customer does not correspond to a valid lot number. The results from customer are not valid for comparison due to testing being performed on different days. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Unexpected test results may be due to other cause, including but not limited to test technique and pt's medications. Per limitations in pl, "this test should not be used for pts on heparin therapy." It may have contributed to unexpected results in this complaint. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 1.5 (lot #234528); date: (B)(6) 2011, inratio: 1.4 (lot #243934).